Manufacturer narrative:
(B)(4). Date sent: 7/25/2024.

Event description:
It was reported that during an unknown procedure, when pulling the specimen out of the incision or the body, the pouch broke. Case was completed by making the incision larger so they could pull the second pouch through. Both pouches have the same lot number. Nothing was left in the patient. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what was the procedure type? What specimen was being removed from patient? Were any heat sources used near the pouch? When resistance was felt when removing the pouch through the abdomen, what accommodations were made to extend the fascial incision prior to increasing the abdominal incision? By how much was the incision extended? Was there any change to the procedure or post op care of the patient related to the pouch breaking?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "what was the procedure type? Gall bladder removal. What specimen was being removed from patient? Gall bladder. Were any heat sources used near the pouch? None reported at the time. When resistance was felt, when removing the pouch through the abdomen, what accommodations were made to extend the fascial incision prior to increasing the abdominal incision? No specifics were given. By how much was the incision extended? Specific length was not reported. Was there any change to the procedure or post op care of the patient related to the pouch breaking? No reported changes to procedure." "That surgeon recalls the lengthened incision did not have any effect of patient consequences." Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for an adverse event and is being considered a malfunction. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable.